Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned at the laa and a 24mm watchman flx closure device and delivery system (wds) were advanced. The 24mm wds was deployed and partially recaptured six times, and fully recaptured once, before the physician opted to upsize. The 24mm wds was removed and exchanged for a 27mm wds. The 27mm wds was deployed and partially recaptured six times while attempting to gain adequate position. The patient's blood pressure was noted to have dropped and the physician performed and effusion sweep. A pe was identified. A pericardiocentesis was performed. The 27mm watchman flx closure device was not implanted and the procedure was aborted. The patient has recovered and was discharged.